Event description:
The device was implanted on 01/19/1995. Due to pseudoarthrosis, revision surgery was performed on 04/08/1996 to remove instrumentation and repair pseudoarthrosis. Medical records indicate that screws were loose.